Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. The device was not returned for evaluation at this time. The root cause for the calcification and pannus remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event in addition to procedural factors. If new information is received, a supplemental report will be submitted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 23mm aortic valve was explanted after an implant duration of 7 years, 3 months due to calcification, prosthetic mismatch, pannus, regurgitation, leaflet inadequate coaptation and motion restricted. A non-ew mechanical valve was implanted and ascending aorta replacement was completed successfully. As reported, pre-op bsa was 2.3. Peak gradient was 81 and mean gradient was 53. Valve area was 0.82. Left cusp was dilated and aneurysmal. The pannus appeared to be about 17mm x 4-5mm. The patient was discharged.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The customer report of calcification, pannus, and motion restricted was visually confirmed. Report of prosthetic mismatch, regurgitation, and leaflet inadequate coaptation could not be confirmed through visual observation. X-ray demonstrated heavy calcification on leaflet 1, moderate calcification on leaflet 2, minimal calcification on leaflet 3, and wireform intact. Extrinsic calcification was observed on the outflow aspect of leaflet 1. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 3 at the inflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. The wireform was exposed on all three commissures. The was received in similar condition as in the images provided by the customer. An image evaluation was aldo performed and the customer report of prosthetic mismatch, regurgitation, and leaflet inadequate coaptation could not be confirmed through image evaluation. Report of pannus, calcification and motion restricted was confirmed through image evaluation. Four color images were provided by the customer. The images included three pictures of the outflow aspect, and one picture of the inflow aspect. Host tissue was observed on one of the leaflets at the inflow aspect. Extrinsic calcification nodules were observed on the inflow and outflow aspect of two of the leaflets. Host tissue and extrinsic material observed on the leaflets appear to have caused restriction of leaflet mobility. The wireform was observed to be exposed on one of the commissures. Based on the available information, the root cause for the calcification and pannus remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event in addition to procedural factors.